Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was successfully implanted in a patient. Originally, an unknown 22mm device was attempted to implant, but the device was too small. Fluoroscopy measurements were taken and the 25mm amplatzer amulet occluder was selected. The occluder was sized using intracardiac echocardiogram (ice) measurements and fluoroscopy. There was difficulty seating the occluder where it could land due to poor visualization on ice. It's noted that the occluder shifted position upon release. The patient had a left atrial pressure of 19 mmhg during procedure. It is unknown if any fluid was given during procedure. The close criteria had been met according to what could be seen on ice and the contrast injection drawing. A tension test was also performed and the occluder had a barrel shape. It was noticed immediately post release once ice imaging was realigned, that the occluder was no longer orientated coaxial in the neck of the left atrial appendage (laa) in the -45 degree position on ice. There was no leak detected around the lobe of the device during the procedure. The patient did not experience a rhythm change during the procedure. The occluder was watched for 30 minutes and an ap reference shot was taken to repeat the following morning. It's noted that a concomitant procedure was carried out using a non-abbott device. On (B)(6) 2025, it was noted via chest x-ray and computed tomography scan that the occluder had embolized into the descending thoracic aorta. The embolized device did not cause a partial or complete obstruction/blockage of blood flow. The decision was made to explant the occluder using percutaneous retrieval via the groin. The patient was hospitalized one extra day. The patient was discharged at the time of report.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.